Event description:
It was reported that during treatment the device displayed the "device failure" message. Treatment was terminated and the product is available for evaluation.

Manufacturer narrative:
H10. H3, h6: we have now completed the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned for evaluation. A visual inspection found defects to both the top and bottom casing, the device also had a strong odour. The functional evaluation established a relationship between the reported complaint and the device. The device displayed an error message, this was an error 32, which is only displayed when the battery has been allowed to become severely depleted, the unit was fully re-charged and placed under test. No further faults were found, the device performed within expected parameters. The root cause was determined to be battery failure. The error 32 message is a non-recoverable issue where the battery of the device has been allowed to become severely depleted. The charging procedures are outlined in the instruction for use, it is advisable to follow these at all times to prevent the battery from becoming severely depleted. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.